Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier driver failed and required update. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification driver was identified as outdated and was updated to enterprise server lumidigm version 9.6.41540 shim. A technical support specialist (tss) resolved the issue by deploying the es lumidigm driver v9.6.41540 update package. Post-deployment, the driver version, required services, and processes were validated, and the station was rebooted into application mode. Bio-ID functionality was restored, the customer was notified, and the case was successfully closed. The system functioned as intended after the technical support specialist troubleshot the device.